Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to a battery status of eri (elective replacement indicator) and due to the advisory affecting this device model.